Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device had black screen and unable to communicate station. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen appeared black and unable to communicate. A field service engineer (fse) unplugged the pyxibus cable from the drawers and was able to power on the device. After sequential testing, it was found that connecting drawer 2 caused the device to fail powering on. The 2.1 retractor band was unplugged, and the device rebooted successfully. The drawer controller card was replaced, but during hardware testing, the device shut down and failed to restart. The fse retrieved a replacement power supply from the depot, returned onsite, and installed it. The device was rebooted, and the new power supply was successfully tested using the hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device had black screen and unable to communicate station. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.